Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure : backpain it was reported that on (B)(6) 2018, post-op, after taking out all the screws, patient suffering from infection with a lot of purulence. Doctor is not sure if this patient has an titanium allergy. The problem has occurred some time after each operation. According to the surgeon, no titanium allergy has yet been detected.